Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) coma due to hypoglycemia [hypoglycaemic coma]. It does not inject to the body / doesn't deliver [device delivery system issue]. Hyperglycemia [hyperglycaemia]. Pen has a bad odor [device issue]. Insulin is stored in a room temp [product storage error]. Needle is used for 4 injections (2 days) [multiple use of single-use product]. Needle is left attached to pen between the injections [product storage error]. Case description: study ID: (B)(6). Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. This serious solicited report from egypt was reported by a consumer as "coma due to hypoglycemia(hypoglycaemic coma)" with an unspecified onset date , "it does not inject to the body / doesn't deliver(failure of delivery by device)" with an unspecified onset date , "hyperglycemia(hyperglycemia)" with an unspecified onset date , "pen has a bad odor(device emits odour)" with an unspecified onset date , "insulin is stored in a room temp(incorrect storage of drug)" with an unspecified onset date , "needle is used for 4 injections (2 days)(needle reusage)" with an unspecified onset date , "needle is left attached to pen between the injections(device stored with needle attached)" with an unspecified onset date and concerned a female patient (age not reported) who was treated with mixtard 30 hm penfill (insulin human) suspension for injection, 100 iu/ml (dose, frequency & route used - 45u-20u) from unknown start date for "diabetes mellitus", , novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", , novofine 32g 6 mm (needle) from unknown start date for "diabetes mellitus", current condition: diabetes mellitus(since 2014). Historical drug: insulin vials 30/70. Treatment medications included - insulin rapid(insulin human). It was reported that novopen 4 injected insulin outside the body, however inside the body it doesn't deliver. It was also reported that every time when patient installed a penfill it makes it smells bad and when the same penfill from the same box was taken with a syringe it had no problem nor bad smell. As per the physician, patient was not taking insulin during the whole past period. As per the investigation, it was found that the pen has a bad odor. The patient confirmed that it does not inject to the body. On an unknown date from a year ago patient had coma due to hypoglycemia and she was given some solutions by intravenously and stayed for only one hour. As treatment patient was eating some sweet snacks or jam sandwich, blood glucose level during this event was under 100mg/dl. As per the patient, this event occurred due to forget eating her meal and she grieved for her dead son . On an unknown date hyperglycemia occurred once from 4-5 months ago, blood glucose level during this event was 300-400mg/dl. It was reported that, needle ws attached in a 180 degree , the insulin was stored in a room temp and in general the needle is used for 4 injections (2 days). It was also reported that the needle was left attached to pen between the injections batch number was requested. Action taken to mixtard 30 hm penfill was not reported. The outcome for the event "coma due to hypoglycemia(hypoglycaemic coma)" was recovered. The outcome for the event "it does not inject to the body / doesn't deliver(failure of delivery by device)" was not reported. The outcome for the event "hyperglycemia(hyperglycemia)" was not reported. The outcome for the event "pen has a bad odor(device emits odour)" was not reported. The outcome for the event "insulin is stored in a room temp(incorrect storage of drug)" was not reported. The outcome for the event "needle is used for 4 injections (2 days)(needle reusage)" was not reported. The outcome for the event "needle is left attached to pen between the injections(device stored with needle attached)" was not reported. Reporter's causality (mixtard 30 hm penfill) - coma due to hypoglycemia(hypoglycaemic coma) : unlikely. It does not inject to the body / doesn't deliver(failure of delivery by device) : unknown. Hyperglycemia(hyperglycemia) : unlikely. Pen has a bad odor(device emits odour) : unknown. Insulin is stored in a room temp(incorrect storage of drug) : unknown. Needle is used for 4 injections (2 days)(needle reusage) : unknown. Needle is left attached to pen between the injections(device stored with needle attached) : unknown. Company's causality (mixtard 30 hm penfill) - coma due to hypoglycemia(hypoglycaemic coma) : possible. It does not inject to the body / doesn't deliver(failure of delivery by device) : possible. Hyperglycemia(hyperglycemia) : possible. Pen has a bad odor(device emits odour) : possible. Insulin is stored in a room temp(incorrect storage of drug) : possible. Needle is used for 4 injections (2 days)(needle reusage) : possible. Needle is left attached to pen between the injections(device stored with needle attached) : possible . Reporter's causality (novopen 4) - coma due to hypoglycemia(hypoglycaemic coma) : unlikely . It does not inject to the body / doesn't deliver(failure of delivery by device) : unknown. Hyperglycemia(hyperglycemia) : unlikely. Pen has a bad odor(device emits odour) : unknown . Insulin is stored in a room temp(incorrect storage of drug) : unknown . Needle is used for 4 injections (2 days)(needle reusage) : unknown. Needle is left attached to pen between the injections(device stored with needle attached) : unknown . Company's causality (novopen 4) - coma due to hypoglycemia(hypoglycaemic coma) : possible. It does not inject to the body / doesn't deliver(failure of delivery by device) : possible hyperglycemia(hyperglycemia) : possible . Pen has a bad odor(device emits odour) : possible. Insulin is stored in a room temp(incorrect storage of drug) : possible . Needle is used for 4 injections (2 days)(needle reusage) : possible . Needle is left attached to pen between the injections(device stored with needle attached) : possible . Reporter's causality (novofine 32g 6 mm) - coma due to hypoglycemia(hypoglycaemic coma) : unknown . It does not inject to the body / doesn't deliver(failure of delivery by device) : unknown. Hyperglycemia(hyperglycemia) : unknown . Pen has a bad odor(device emits odour) : unknown. Insulin is stored in a room temp(incorrect storage of drug) : unknown . Needle is used for 4 injections (2 days)(needle reusage) : unknown . Needle is left attached to pen between the injections(device stored with needle attached) : unknown . Company's causality (novofine 32g 6 mm) - coma due to hypoglycemia(hypoglycaemic coma) : possible. It does not inject to the body / doesn't deliver(failure of delivery by device) : possible . Hyperglycemia(hyperglycemia) : possible. Pen has a bad odor(device emits odour) : possible. Insulin is stored in a room temp(incorrect storage of drug) : possible . Needle is used for 4 injections (2 days)(needle reusage) : possible . Needle is left attached to pen between the injections(device stored with needle attached) : possible . Since last submission following information was added: new events added hyperglycaemia, product storage error, device with needle attached, needle reusage. Event verbatim updated for coma to coma due to hypoglycaemia. Reporter causality updated .medical history updated. Suspect product added mixtard and novofine needle. Device tabs updated .treatment drug added. Lab data updated narrative updated accordingly with other information. Preliminary manufacturer's comment: 10-nov-2022: the suspected device novopen4 has not been returned to novo nordisk for evaluation. No conclusion is reached. With available information, cartridge could have been damaged, leading to insulin leakage and affected the insulin delivery. Relevant information on history of device damage, handling error or improper storage of device and training on device usage by health care professional is unavailable for complete assessment.

Event description:
Case description: investigational results, name: mixtard 30 penfill hm(ge) 3.0 ml, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Name: novopen 4 batch number: kvg0b89 the product was not returned for examination. Name:novofine 32g 6 mm, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission following information was added: -investigation result updated. -annex b, c, d and g codes updated -narrative updated accordingly final manufacturer's comment: (B)(6) 2023: the suspected device novopen4 has not been returned to novo nordisk for evaluation. The batch trend analysis and reference sample examination revealed nothing abnormal. No abnormalities relating to the observed problem were found. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality novopen 4. No other confounding factors identified. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of mixtard 30 penfilll. (B)(6) 2023: the suspected device novofine needle has not been returned to novo nordisk for evaluation. The batch trend analysis and reference sample examination revealed nothing abnormal. No abnormalities relating to the observed problem were found. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality novofine needle. No other confounding factors identified. H3 continued: evaluation summary investigation result: name:novofine 32g 6 mm, batch number- unknown no investigation was possible, because neither sample nor batch number was available.